Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she was trying to administer a bolus and the insulin pump only allowed her to push one button, froze then it alarmed button error. Customer's blood glucose was 248 mg/dl. Customer reported she changed the reservoir that morning but nothing significant, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Failure analysis revealed all the buttons did function properly. However, moisture damage was found on the keypad traces. No frozen/freezing buttons or button error alarm noted during testing. The device was received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads and cracked pump belt clip slot.